Event description:
The customer reported, the unit would not power up.

Manufacturer narrative:
The customer reported, the unit would not power up. A philips representative confirmed the reported malfunction. Replacing the optical switch resolved the reported symptom.